Event description:
The patient had a peripherally inserted central catheter (PICC) placed at his bedside by the IV staff nurse using the tip confirmation system. The IV team nurse followed hospital protocol for sterile environment, using a guidewire to gain access to the vein and then an introducer/stylet for placement of the PICC catheter. The PICC line placement went without incident. A post PICC line chest x-ray was obtained as the PICC tip confirmation was unable to confirm placement. The x-ray noted the PICC line terminates near the superior cavo-atrial junction. The following morning a daily chest x-ray was performed and noted a 3.4 cm linear opacity projecting over the right lower lobe, which may represent a metallic foreign body. A chest CT scan was then performed and noted 3 cm linear focus of high attenuation in region of a subsegmental pulmonary artery in the right lower lobe correlates to the area of concern on chest radiograph. The appearance is suspicious for a metallic foreign body (such as a wire) within a subsegmental posterior right lower lobe pulmonary artery. Due to the patient's advanced age, co-morbidities and lack of symptoms associated with this retained foreign body, the decision was made to leave it in place. Manufacturer response for catheter, intravascular, therapeutic, long-term greater than 30 days, powerpicc provena (per site reporter). Company representative to be called within next day.